Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was in so much pain because her device was not working. There was a return of symptoms. She was having an injection and was requested a manufacturing representative (rep). The issue started about 6 months ago in 2015. A healthcare professional (hcp) later reported that they wanted to page a rep to the patient's appointment on tuesday, (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.